Manufacturer narrative:
(B)(4). The failure mode "tracheal tube kinked during use" was unable to be confirmed with the picture attached. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Failure mode "tracheal tube kinked during use" was unable to be confirmed with the picture provided. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that the tracheal tube kinked which caused the suction tube not to fit in the tracheal tube. The tube was changed without issue. The patient's condition is reported as good.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the et tube was used. Heavy adhesive material was present near the 26cm marker band. The inflation line leading to the pilot balloon was cut, and the missing pilot balloon was not returned. The inner coils of the et tube were damaged before the 26cm marker toward the machine end. There was evidence that the inner wall of the tubing was damaged. The inner wall had separated from the outer wall where the coils were damaged. No other defects were observed. Functional testing was performed and the sample failed the functional kink test. The reported complaint of a kinked et tube was confirmed based upon the sample received. The returned et tube failed a functional kink test and the opening through the tube was found to be collapsed as a result of a separation between the inner and outer walls of the tubing. However, the inner coils of the tube were found to be offset. The damage observed on the et tube is consistent with damage that can be caused when the et tube is compressed with high force. Other remarks: the location of the damage is at approximately the point at which the patient's mouth would be if the tube were inserted. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the location and type of damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the tracheal tube kinked which caused the suction tube not to fit in the tracheal tube. The tube was changed without issue. The patient's condition is reported as good.